Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 599 mg/dl while using a non-tandem infusion set. The cause was a bent cannula. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.